Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by ther investigation. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported a patient who presented with low vision, approximately eight years following intraocular lens (iol) implant surgery due to lens opacification. The patient has been evaluated by two other surgeons, but no intervention has been scheduled. Additional information has been requested.